Event description:
Failed right hip replacement loose. Osteomyelitis present. Pt had hip instability. Hypertrophic bone over the greater tuberosity found to have small fistulas, in position of prior ethibond sutures. Yellow exudate present. Gram & cocci. Prosthesis loose-femoral component. Necrotic tissue without loosening found behind acetabulum. Pt feeling a popping and pain.